Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: review of the black box data revealed evidence of unexplained power on reset events dated aug 24, 2017 and aug 25, 2017. Moisture was confirmed behind the display lens as alleged in the complaint. On examination, the pump case was noted to be cracked. Leak testing revealed moisture ingress into the pump at the site of the pump case crack. Moisture contamination was noted inside the pump on multiple interior pump components. Investigation of the intermittent portion of the complaint was not able to be completed because the pump was received in a condition that prevented further investigation of the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture behind the display.. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.